Event description:
It was reported to boston scientific corporation that an interject needle was used in the polyps during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the needle detached from the sheath. Another interject needle was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the needle detached from the sheath.

Manufacturer narrative:
Block g4: additional premarket / 510(k) #: k171454. Block h6: imdrf device code a0501 captures the reportable event of the needle detached from the sheath. Block h11: the device was not returned, however, media analysis found that the handle detached. Based on all available information, the product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the polyps during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the needle detached from the sheath. Another interject needle was used to complete the procedure. There were no patient complications reported as a result of this event.